Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the pressure failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer checked the event log and found error code110a, which indicated the proximal pressure sensor autozero failed. The rse performed a troubleshoot with the customer by verifying the pin alignment with between the solenoids and data acquisition (da) printed circuit board assembly (pcba). The rse also advised the customer to either replace the proximal auto-zero solenoid 3 and 4 and/or replace the da pcba. The customer replaced solenoid 3 and 4 to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.